Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, vomiting, and weakness. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and gentamicin injection (100mg, intraperitoneal, in one bag only, ongoing) for peritonitis. On an unknown date, the patient recovered from peritonitis and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.